Event description:
Wheelchair had been dismantled for cleaning and when it was reassembled, the back of the chair was not properly attached. The back of chair came off resulting in the pt falling backwards onto the floor and suffering a broken right leg. The chair has since been reassembled properly.